Event description:
It was reported that the lead exhibited high impedance and no sensing or threshold. The lead was not implanted. The lead was cut in the field and returned for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaints of high impedance and no sensing or threshold could not be verified in the lab. Analysis for the returned parts revealed normal characteristics. No anomaly was found.